Event description:
Patient reported that the device generated a blood glucose result of 05 mg/dl. The device's numeric reading range is 10-600 mg/dl; values< 10mg/dl should display as "lo". Patient indicated that, at the time the result was obtained, she was not experiencing symptoms of hypoglycemia. Patient did not modify therapy based on these values. While on the line with technical support, patient was unable to locate this value in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.